Event description:
It was initially reported to boston scientific corp on 05/08/2009, that a jagwire was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6)2009. According to the complainant, while flushing the jagwire during preparation, a kink was identified at the distal end. The physician would not touch the distal portion of the guidewire when removing the guidewire from the hoop. The procedure was completed with a different manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pebax is stretched at the distal tip.

Manufacturer narrative:
Upon a visual examination of the returned device, it appears that the distal tip is kinked. Upon viewing the device under a microscope, the distal tip of the pebax is stretched. The pebax was measured and found to be outside the design specification. The overall length, the outer diameter of the pebax, and the outer diameter of the guidewire were measured; each measurement was within specification. The condition of the returned incident device was consistent with the complaint that the device was kinked. The most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).